Event description:
While performing a total laparoscopic hysterectomy, the surgeon was using a laparoscopic tissue sealer g2, from ethicon. The coating on the outside of the instrument near the tip peeled down while the instrument was in the patient. No harm was done to the patient; the instrument was removed.